Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. An initial report was previously submitted to FDA on 11/10/2009; however due to emdr submission issue related to the supplemental report, this is being filed again as an initial report.

Event description:
New information received indicates that six years later, this patient passed away.